Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for loud noises. According to provided information by our field service engineer, it was found that the air compressor pump was faulty and that it needed replacement. The user has not responded as to whether it should be repaired or not. No further issues have been reported and there is no information on how the issue was resolved, therefore the root cause of the reported problem cannot be determined by this investigation.

Event description:
It was reported that the compressor alarmed for loud noises. There was no patient harm. Manufacturer ref.#: (B)(4).